Event description:
A report was received that the ipg was tilted and could not be charged. The ipg was confirmed as tilted by touching it and seeing the bulge. The patient underwent an ipg revision procedure and was reportedly doing well post operatively.